Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she received a result of 140 mg/dl around 12:00 p.m. But was experiencing hypoglycemia symptoms of sweating and going in and out of consciousness. A family member contacted the paramedics, and they received a result of 68 mg/dl on their meter upon arrival. She believes these results were taken within 10 minutes. She was given soda to drink and advised to eat food. She did not wish to provide additional information. The alleged product was requested for evaluation and a replacement was sent.